Event description:
Additional information was received. The field representative (rep) successfully uploaded multiple scans since the issue, all of which were the same type of magnetic resonance image that the system issued a restricted use warning on. The issue has not reoccurred since.

Manufacturer narrative:
H2) concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0 h2) please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) as per the communication with the site, they have wiped all the archives and reset the system after this issue. Hence we have insufficient information to know the root-cause of the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when loading a patient magnetization-prepared rapid gradient-echo (mp rage) exam, several error messages were displayed. The system indicated that the exam was 'restricted use' and 'error by using this exam before procedure.' The clinical consultant (cc) noted that the exam was also not optimal for the system with irregular spacing and thickness. The cc was unable to merge the mp rage with a t2-weighted (t2) magnetic resonance imaging (MRI) scan, so the t2 was merged with a computed tomography (CT) scan instead. There was no patient involvement reported. Additional information was received. It was reported that the clinical consultant (cc) called in to report that the system was still indicating error "restricted scans." Cc tried the scans on another system and the scans worked. The software on both systems are the same except for a tractography license that was temporarily expired on the one where the scans would not load.

Manufacturer narrative:
H3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable.  A1102 applies to exam was 'restricted use/error by using this exam before procedure/indicating error "restricted scan a11 applies to unable to merge the mp rage with a t2-weighted (t2) a13 applies to unable to merge the mp rage with a t2-weighted (t2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.